Manufacturer narrative:
Technical support instructed the biomed to isolate the siderail and look over the cabling to the switch. Repairs have not been completed.

Event description:
The biomed alleged no head down. He unplugged the bed and used CPR to let the head down. When he plugged the bed back in, it ran up.